Event description:
On (B)(6) 2014, it was reported that the patient's infusion set was leaking between the self-adhesive and the cannula. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).